Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. As the device remains implanted and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, component migration, occlusion of device or native vessel, and vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6)2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Following the embolization of the right internal iliac artery, a trunk - ipsilateral leg endoprosthesis (rlt) was positioned just below the left renal artery and deployed. After all other stent grafts were deployed, a final angiography was performed. It was found that the proximal end of the rlt was placed just below the right renal artery, and the left renal artery was completely covered. Reportedly, the rlt had moved proximally for about 1.5cm at some point during the procedure. The physician tried to reposition the rlt by creating a pull-through between both femoral arteries and pulling the device downwards. The proximal end of the rlt moved about 5mm distally but was still covering the left renal artery. The physician continued to pull the device down while cannulating the left renal artery from the left arm. The distal end of the rlt eventually moved back to its original position, and the left renal artery became fully patent. The angiography then found a localized aortic dissection just below the right renal artery, which could be attributed to the repositioning of the deployed rlt. No additional treatment was provided for the dissection. The patient has since been monitored. The symtom code "5309-c:-endovascular inter 1ry procedure: other/unknown" is used to capture the repositioning of the rlt by the fem-fem pull-through technique and the cannulation of the left renal artery. It was later reported there were no anatomical challenges mentioned by the physician. The physician mentioned it was unknown why the device moved after the deployment.